Manufacturer narrative:
Block b3: exact date unknown, event occurred 6 weeks ago from date manufacturer was made aware.

Event description:
It was reported that the patients legs felt weak and could barely walk. Myelogram showed a herniated disc. It was unknown if herniated disc was device related. The patient underwent disc surgery and was recovering.